Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure for a lumbar spinal canal stenosis (l2/3/4/5/s) and laminectomy for four intervertebral, the handpiece (drill) heated up. Reportedly, during initial use of the handpiece there was no problem with the device. When the bur was switched out and they started drilling again there was a ¿dull creaking sound¿ and the rotating speed was ¿unstable¿ and ultimately stopped rotation. It was observed that the device was ¿fully overheated.¿ the surgeon ceased using the device and another was used to complete the procedure with no further complications. There was no report of impact or injury to the patient or user.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation as of the date of this report.

Manufacturer narrative:
(B)(4): the device was returned for evaluation and repair. Visual inspection noted no significant cosmetic damages. During analysis, the overheating condition was not confirmed; however, the drill was un-repairable due to several findings (bearing noise, physical damage to collet, and graphics not meeting the current specification). Based on the available information, the most probable cause of the reported overheating condition is likely the result of usage inconsistent with the IFU. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.